Manufacturer narrative:
The asp fse found the o-ring on the housing fitting was compressed due to improper installation during the last planned maintenance (pm). The fse replaced the oil mist filter and the o-ring to resolve the haze/vapor/mist issue. Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and o-ring were not returned for functional evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter and o-ring. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The technician who performed the last pm was educated by the fse on proper part installation during pms. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service on 12/29/2016.

Event description:
A customer reported an event of a "mist/white fog" (haze) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.